Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the touch screen is non-responsive and is delaminating at the bottom right of the screen. The issue occurred during testing, there is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.